Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. A triclip xtw clip delivery system (cds) was inserted without issues. However, while steering the clip down the valve, difficulties visualizing the clip occurred, and the clip became caught on the septal leaflet. Troubleshooting was performed to remove the clip from the leaflet, and the clip was able to be freed. However, a partial rupture of the septal leaflet was observed. Therefore, the cds was removed from the patient per the instructions for use (IFU). While outside the patient, the clip was examined. It was observed that a part of the ruptured septal leaflet was still attached to the closed clip in the clip introducer. The patient was reported to be hemodynamically stable throughout the procedure. The procedure was discontinued with no clips implanted. The patient was reported to have left the cathlab in stable condition.